Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024 due to incorrect placement of the electrode. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.